Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had potential lead fracture. Boston scientific technical services (ts) advised to continue normal device monitoring since the lead exhibited normal diagnostics. An attempt to obtain additional pertinent information was unsuccessful. This lead remains in service. No additional adverse patient effects were reported.